Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description:since last submission: the product has been return to novo nordisk. Investigational results updated investigation result: name: novofine 32g x 6mm. Batch number: 13b20s. Inv-(B)(4): a batch trend report has been created. Nothing abnormal was found. Microscopic examination performed inv-(B)(4): needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During the investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. Investigation result on returned sample, inv-(B)(4): one used needle with a hook on a bent front needle. The batch number is missing on the unsealed needle. The returned unsealed needle was found to be bent. The observed fault is a result of accidental damage during use and could not be related to any novo nordisk processes. The used needle had a damaged needle point. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only. The observed fault is a result of accidental damage during use. Evaluation summary name: novofine 32g x 6mm, batch number: 13b20s. Inv-(B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. Inv-(B)(4): microscopic examination performed. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. Inv-(B)(4): microscopic examination performed. 1 used needle with a hook on a bent front needle. Batch number is missing on the unsealed needle. The batch documentation has been reviewed. Nothing abnormal was found. The returned unsealed needle was found to be bent. The observed fault is a result of accidental damage during use and could not be related to any novo nordisk processes. The used needle had a damaged needle point. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only. The observed fault is a result of accidental damage during use.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle broken in stomach [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle broken in stomach" with onset date on (B)(6) 2015, and concerned a male patient (age not reported) who used novofine 32g 6 mm (needle) from an unknown date and ongoing due to type 2 diabetes. The patient's height, weight and body mass index was not reported. Medical history included type 2 diabetes in 10 years. Concomitant products included - novorapid penfill (fast acting insulin aspart), levemir penfill (insulin detemir), novopen 4 (insulin delivery device) silver and blue. It was reported that the patient was taking tablets for diabetes and other concomitant medication (brand of medicinal products was not reported). On (B)(6) 2015, the patient was hospitalized for 4 hours because a needle broke in his stomach. An x-ray was performed but the needle was not seen. Reportedly the patient was feeling fine. It was reported that the patient used the needle once and injected vertically using pinched skinand he had not injected in the area with lumps. Action taken to novofine was not reported. On (B)(6) 2015, the outcome for the event "needle broken in stomach" was recovered. No further information is available. Investigation result: name: novofine 32g x 6mm, batch number: 13b20s, a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. (B)(4): microscopic examination performed. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During investigation, it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. Concomitant medical products: 1) novorapid penfill (insulin aspart) solution for injection, 100 u/ml ongoing, 2) levemir penfill (insulin detemir) solution for injection, .0024 mol/l ongoing, 3) novopen 4 (insulin delivery device) n/a ongoing, 4) novopen 4 (insulin delivery device) n/a ongoing. Evaluation summary name: novofine 32g x 6mm, batch number: 13b20s. (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. (B)(4): microscopic examination performed. Needles tested for resistance to breakage. An examination of a reference sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found.